Event description:
On 2/3/94 rptr had 6 pedicle screws and plates implanted in his spine. He was not told the screws would be implanted, nor that screws etc were "experimental". As of 9/94 he has had all kinds of trouble and is now partially immobile and in constant pain.